Event description:
Clinical study. Same patient as: 2134265-2008-03516 it was reported that during a coronary artery stenting procedure, balloon withdrawal resistance was noted. The index procedure treated the de novo, 100% stenosed 2.75x11mm target lesion located in the mid left anterior descending artery. Treatment consisted of pre-dilation with a maverick 2.0x20mm balloon and the placement of a 2.75x16mm taxus liberte drug eluting stent deployed at 15 atm's and a 2.25x20 taxus liberte drug eluting stent deployed at 20 atm's resulting in 0% residual stenosis. The target vessel was mildly tortuous and balloon withdrawal resistance was noted during the procedure. The patient was discharged 3 days post procedure on aspirin and clopidogrel. No patient complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.